Event description:
It was reported that the patient experienced "electrical shocks" down his testicles since he had the procedure, and felt that he had nerve damage. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).